Event description:
**Update** - medical records received for the left hip on (B)(6) 2013. Revision operative report for the left hip indicates the following: pain; metallosis; inflammation; very thick bursal tissue; gray tinted clear synovial fluid; extensive scarring; small amount of corrosion; cup had very little if any bony ingrowth; acetabular bed had an area of bony erosion. The adapter sleeve and femoral head added to complaint.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that the patient experienced debilitating pain on account of her asr left hip implant. Litigation further alleges that the patient experienced discomfort in her hips and legs, thereby interfering with her ability to perform daily living activities.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.